Manufacturer narrative:
Parts replaced or upgraded; unclear if all issues resolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that multiple imaging issues including tube arcing, grid defect, and fdc board error occurred on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.